Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via email that her daughter was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose levels on wednesday (B)(6) 2018 at 7:00 am . The customer's mother reported that she had high blood glucose levels of 31 mmol/l at the time of hospitalization. It was reported that the customer was connected to the insulin pump at the time of incident. The mother stated that the insulin pump received insulin flow block after the two at the hospital. It was stated that the customer was not sure about what was causing ketones and she was put on the insulin drip. It was stated that the doctor did not understand the insulin pump. It was stated that the customer changed the infusion set on monday (B)(6) 2018 and got admitted to the hospital. The customer 's blood glucose level were from 12 mmol/l to 16 mmol/l prior to the hospitalization. The customer's symptoms related to the high blood glucose included throwing up. It was reported that the customer was not bolusing insulin and did not realize that she was in ketoacidosis. . Troubleshooting was not done at the time of the call. It was reported that the insulin pump failed to alarm insulin flow blocked. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.